Manufacturer narrative:
H2) correction: the analysis for the battery and the uninterruptable power supply (ups) was submitted for this product event in error. The analysis for these two components should have been submitted regulatory report #: 1723170-2025-02672. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that that they were getting localizer faulted. There was no patient involvement. Troubleshooting was performed. The yellow boxes were around the internal temperature and bump status and the camera cart turned black when the umbilical cord was disconnected. The power button was off and the camera cart battery was listed at 0% when plugged in. When unplugged it would turn off.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735821, serial/lot #: (B)(6) product ID: 9735771, serial/lot #: (B)(6) product ID: 9735788, serial/lot #: (B)(6) h3, h6) a manufacturer representative (rep) went to the site to test the navigation system. It was reported that the camera was replaced. The 9735821 camera/positioning sensor unit was returned to the manufacturer for evaluation. The returned psu had scratches on the ho using and lenses. There was a battery voltage low message along with bump detected and storage temperature exceeded. The psu passed an accuracy test (aak) at .245mm with a passing threshold of .250mm. The 9735771 battery was returned to the manufacturer for evaluation. Battery was tested ( v ) with a known good uninterruptable power supply (ups) for a 24hr period. Ups was then unplugged from main power and it did shut down immediately. Battery was not holding enough of a charge to power the ups. The 9735788 uninterruptable power supply (ups) was returned to the manufacturer for evaluation. Ups was tested with a known good battery for a 24hr period and tested with no issues. Ups was then unplugged from ac power and continued to run under battery power for the set 11.5 minutes before the ups shut down as programmed. Codes b01, c08, c13, c19, d02 and d14 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.